Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was unknown if any error messages were observed or it reached end of service (eos) as there was no contact possible between the ins. Electrode #1 had impedance greater than 10,000 ohms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that according to the patient the recharge process was more and more difficult over the last weeks. Sometimes it was nearly impossible to find the implantable neurostimulator (ins). Stimulation was noticeable until yesterday evening. On the morning of report there was no more stimulation and the patient was not able to connect the ins with her patient programmer. Another recharger was tried and a one hour reconditioning process with the charger without success. X-rays showed the position and orientation of the ins. There was suspicion regarding flipped ins which was not confirmed. An ins replacement was planned for the week after report. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the implantable neurostimulator (ins) was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.